Event description:
It was reported that a patient experienced air in the cassette of two (2) amia automated pd set with cassette without an alarm. This occurred during the first fill of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The first occurrence was described as, ¿many small gas bubbles in first 505ml of first fill¿. On the same day, air bubbles were observed within the cassette ¿for the first 100ml¿. The cassettes were used and therapy was completed. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.